Event description:
It was reported that a right ventricular (rv) lead was surgically abandoned due to high shock impedance of greater than 200 ohms. High impedance was later confirmed by reattachment of the lead ensuring good header connection indicating possible fracture on the lead. A new lead was successfully implanted without further difficulties. No additional adverse patient effects were reported.